Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that all the buttons were under responsive to user presses. It was also reported that moisture was present behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/03/2015 with the following findings: there was no damage found on the keypad and all the keypad buttons responded appropriately to presses. The keypad cover was removed and no internal keypad button contact defects were found. There was moisture present behind the display. The leak test revealed crack in the pump case. The pump was opened and moisture damage was found on the printed circuit board. Unrelated to the original complaint, the pump case was cracked.